Event description:
It was reported that during troubleshooting for lost sensor the needle broke off in the customer's body upon removal of the sensor. The customer's blood glucose was 67 mg/dl which was treated with food. The infusion set was inserted on the upper abdomen for 1.5 hours. The angle of removal of the introducer needle was straight. The cannula was still in the customer's body at the time of the call. A few days later the customer called back and stated that they were scheduled for an outpatient surgery. The emergency room doctor advised the customer that they will do a 1 by 2 incision to remove the sensor cannula. The customer inquired if there was a way of removing the sensor out the body, and was advised to use tweezers, and if they could not remove it with this method then they should proceed with the surgery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.